Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
It was reported by the consumer that the band has been filled and unfilled many times and the ability to eat was only limited by my appetite. The surgeon looked at the barium swallow and stated it was placed well, but the radiologist stated it had slipped. The patient reports problems of regurgitation with no ability to vomit, extreme pain unless I eat only small bites. Must drink a large amount of water to flush the food past the band. Patient reports that the surgeon states there is nothing wrong.